Manufacturer narrative:
The device was returned and evaluated, and the customers allegation was not confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that there was poor contact of the scope socket while using the light source. The issue was found during preparation for use. There was no delay, and the intended unknown procedure was completed using a similar device. There was no patient harm associated with the event.

Event description:
The costumer reported that the patient was not under anesthesia.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected field: b5. Additional information: h6.. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.